Manufacturer narrative:
Received for investigation one decontaminated single stage dilator with guiding catheter. No original packaging was included. Visual inspection of the sample received showed that a portion of the guiding catheter had broken off and was loose in the bag. They were yellowish in color. When examining the dilator, more fragments broke off, thus complaint confirmation. The procedural tray is assembled by hand and pictures are taken of the assembled kits. A device history record (DHR) review shows the dilator and guiding catheter were intact. Although the complaint was confirmed, it is not clear how the breakage occurred. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported that while inserting the guide stylet through the dilatator, pieces of the guide broke off. The event occurred immediately on use. There was patient involvement, and no patient harm/adverse event reported.